Event description:
It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastrostomy device was used in a percutaneous endoscopic gastrostomy (peg) procedure performed the day before (patient age, gender and weight are unknown). According to the complainant, following the procedure, the balloon would not inflate. The device was replaced with another corflo cubby low profile gastrostomy device. No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.